Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pace impedances and pacing thresholds. The lead has been monitored for a few years, as the values were still within normal limits, but recently, values became out of range at greater than 2000 ohms. In addition, thresholds had more than doubled. The patient is not dependent, but the physician elected to surgically abandoned and replaced the lead. There were no additional adverse patient effects reported.